Manufacturer narrative:
Literature citation: guzman-negron jm, pizarro-berdichevsky j, gill bc, goldman hb. Can lumbosacral magnetic resonance imaging be performed safely in patients with a sacral neuromodulation device? An in vivo prospective study. The journal of urology. 2018. Doi: 10 .1016/j.juro.2018.05.095 age: this value is the median age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that while the event dates are unknown at this time, the article indicated the patients were recruited from 2016-jun to 2017-sep. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: 3058, lot# unknown, product type: implantable neurostimulator. Product ID: 3058, lot# unknown, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3058, serial/lot #: unknown, ubd: asku , UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature abstract: the stated purpose of the article was to determine the safety of sacral neuromodulation (snm) in patients during lumbosacral 1.5 t magnetic resonance imaging (MRI). Through their testing, the authors found no significant adverse events occurred in patients implanted with a snm device who underwent a 1.5 t lumbosacral MRI scan. Therapeutic efficacy of snm was unchanged 1 month after imaging. Reported events: 1 patient reported transient, mild discomfort at the implantable neurostimulator (ins) site during an MRI, which was only present during the scan and not afterward. It was noted the patient did not verbalize the sensation during the MRI scan and instead only reported the issue when prompted about symptoms after the MRI. 2 patients reported temporary warmth at the ins site during an MRI, which was only present during the scan and not afterward. It was noted the patients did not verbalize the sensations during the MRI scan and instead only reported the issues when prompted about symptoms after the MRI. During their one-month follow-ups, only one of the patients could recall experiencing the warmth. Subject 2 experienced a decreased battery life estimate from 42.6 to 41.8 months when comparing their pre- and post-MRI estimates. Subject 3 experienced a decreased battery life estimate range from 26-46 to 24-40 months when comparing their pre- and post-MRI estimates. Subject 4 experienced a decreased battery life estimate from 74.5 to 68.3 months when comparing their pre- and post-MRI estimates. Subject 5 experienced a decreased battery life estimate range from 6-18 to 4-16 months when comparing their pre- and post-MRI estimates. Subject 6 experienced a decreased battery life estimate range from 74-95 to 68-94 months when comparing their pre- and post-MRI estimates. Subject 7 experienced a decreased battery life estimate range from 18-36 to 15-26 months when comparing their pre- and post-MRI estimates. No further complications were reported or anticipated.